Event description:
It was reported that the patient's system controller face was was discolored. The patient did not recall damage to the system controller or any alarms. Oxidation was noted on the exposed modular cable. The log files were reviewed and found only routine events. It was noted that the system controller's lcd screen looked compromised on the picture that was sent in for review. It was suggested that the system controller be exchanged. The system controller and modular cable was exchanged and the patient tolerated it well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable (lot number: 199197) having oxidation was not able to be confirmed. In the customer submitted photo of the system controller, a small portion of the modular cable was visible. The strain relief of the modular cable appeared to be discolored, but no fluid was observed in the area of the modular cable. A log file was also submitted for review, which contained information spanning from 09sep2024 to 11sep2024, per timestamp. No atypical alarms were observed, and the pump maintained within the expected speed range without issue. Available information indicated that the system controller and modular cable were both exchanged. Multiple attempts were made to inquire about if the exchanged products would return to abbott, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 199197) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.